Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving morphine 7.5 mg/ml for a total dose of 2.1948mg/day, bupivacaine 3.7mg/ml for a total dose of 1.0828mg/day, and clonidine 12.5mcg/ml for a total dose of 3.658mcg/day via an implantable pump for non-malignant pain. It was reported there was a possible pocket fill. It was noted that 40ml was put in, and they noticed puffiness. It was noted that only 20ml were able to be taken out. There was no known factors that may have caused or contributed to the issue. It was stated they tried to aspirate from the pocket and got nothing back. The pump was decreased by 30% and the patient was sent to the emergency room (ER). The patient's doses were decreased to morphine 1.4988mg/day, bupivacaine 0.7394mg/day, and clonidine 2.498mcg/day. It was unknown if the issue was resolved at time of event, and the patient's status was "alive- no injury." No surgical intervention occurred or was planned. The patient's weight and medical history was unknown. It was later reported the pump was decreased before the patient went to the hospital. It was noted that a healthcare professional (hcp) was able to get a small amount of bloody fluid out of pocket, which likely contained drug at the time of the pocket fill. The drug also oozed out of the needle puncture on the skin. The patient started showing symptoms of respiratory depression and some loss of consciousness 30 to 40 minutes after event. Narcan was used in the hcp office. Today ((B)(6) 2017) the patient was upgraded out of the intensive care unit (ICU) just to a step down unit. It was noted the patient was doing better and was still on a narcan drip. Hcp staff noted that the patient was not in the best state of health prior to the refill as the patient had a suspected urinary tract infection (uti). The suspected cause was the pump was slightly tilted in the pocket. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that on or about (B)(6) 2017 the patient was admitted to the clinic for the purpose of having anesthesia agent injected into their pain pump. It was noted that 20cc of morphine, bupivacaine, and clonidine were injected outside the pump and into the subcutaneous tissue causing the patient to become hypoxemic shortly thereafter. The patient had a severe hypoxic brain injury, respiratory injuries, suffering, and eventually died on (B)(6) 2017.